Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial stent deployment occurred resulting in a fractured stent and patient surgery. The 99% stenosed target lesion was located in a heavily calcified and little to non tortuous lesion located in the right leg. A 7 french 45cm non bsc sheath and an amplatz super stiff 260 guidewire were advanced via a contralateral approach. The lesion was pre-dilated. A 6x200x130 innova¿ stent was advanced and deployment was initiated. The stent deployed to approximately 10-20mm and deployment stopped. The physician attempted to remove the stent and delivery system together as one unit. The deployed section of the stent that was apposed to the vessel wall elongated and subsequently fractured in the removal process. A portion of the stent was caught on the sheath and broke off inside the vessel. The remainder of the stent that was contained inside the delivery device was removed. The patient was then sent to surgery to remove the fractured stent and an arterial bile patch. There were no further patient complications. The surgery was successful and the patient was in stable condition post surgery.

Manufacturer narrative:
Device evaluated by manufacturer: an innova self-expanding stent delivery system (sds) was returned and the outer shaft, mid-shaft and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. The mid-shaft showed no damage. The stent was returned in the device; however, it was partially deployed approximately 8mm from the markerband and fractured. The pull handle was loose in the device, which is an indication of the mid-shaft coming detached from the retainer clip. The handle was opened to inspect for further damage and it was noticed that the mid-shaft was detached from the retainer clip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial stent deployment occurred resulting in a fractured stent and patient surgery. The 99% stenosed target lesion was located in a heavily calcified and little to non tortuous lesion located in the right leg. A 7 french 45cm non bsc sheath and an amplatz super stiff 260 guidewire were advanced via a contralateral approach. The lesion was pre-dilated. A 6x200x130 innova stent was advanced and deployment was initiated. The stent deployed to approximately 10-20mm and deployment stopped. The physician attempted to remove the stent and delivery system together as one unit. The deployed section of the stent that was apposed to the vessel wall elongated and subsequently fractured in the removal process. A portion of the stent was caught on the sheath and broke off inside the vessel. The remainder of the stent that was contained inside the delivery device was removed. The patient was then sent to surgery to remove the fractured stent and an arterial bile patch. There were no further patient complications. The surgery was successful and the patient was in stable condition post surgery.